Manufacturer narrative:
This report is being submitted due to a sentinel event reported on medwatches 1320894-2013-00034, and, 1320894-2013-00035. The device evaluation is anticipated; however, has not commenced to date. When a quality engineering investigation of the reported incident is completed a supplemental report will be submitted. This event reported three (3) clip applier as suspect devices; therefore, this medwatch is associated with the following medwatches: 1320894-2014-00065, 1320894-2014-00066, and, 1320894-2014-00067.

Event description:
It was reported to conmed that, "the doctor has returned the 3 reflex elc 20m/l clips 10/11mm (3 products). He reported that the clips were closing wrong and so it was not possible to ligate the vessel and so there was too much blood." It was also reported that there was no patient injury.

Manufacturer narrative:
An evaluation and visual inspection of the returned "used" device found one (1) clip had already been loaded in the jaws and twelve (12) remaining in the cartridge out of the original twenty (20) clips. There was no apparent damage to the clip stop, but the jaw width appeared to have been widened. Measurement of the jaw width found it was slightly above specification. All of the remaining clips were also evaluated and found ten (10) out of the twelve (12) clips were above the eye gap requirements. Further inspection found all the clips passed visual inspection for poor closure and scissoring. In this instance, the root cause of this reported problem was unable to be determined. However, based on available information it is believed that the most probable cause of this reported problem was user related. Past investigations of similar complaints have shown this type of reported failure can occur if a clip was inadvertently fired over a previous applied clip. In addition, the "widened jaws" observed on the returned "used" device was most likely due to misuse of the device for tissue manipulation during use. The device was manufactured on 20-may-2013. Of the lot containing (B)(4) units, there were no similar complaints received. A review of the DHR found there were no issues or abnormalities noted during the manufacturing process that could have caused or contributed to the reported problem. To date, there have been no serious injuries or patient long term adverse effects reported. The reflex® elc 530 laparoscopic clip applier is an endoscopic clip applier having application in a variety of laparoscopic procedures to ligate vessels and other small tissue structures. To ensure proper function of the endoscopic clip applier and to reduce the risk of patient injury, the instruction for use (IFU) provides the following precautions and warnings: - do not use the endoscopic clip applier on vessels upon which metal ligating clips would not normally be used. - before endoscopic instruments and accessories from different manufacturers are utilized together in a procedure, verify compatibility prior to the start of the procedure. - always check to see that a clip is in the jaws before squeezing trigger. Closing of empty jaws on tissue may cause tissue damage. Always ensure trigger is squeezed completely and allowed to open to full initial position. - ensure the tissue or vessel fits completely within the confines of the clip or hemostasis may be compromised. - when firing the instrument, squeeze trigger firmly as far as it will go. Failure to completely squeeze the trigger could possibly compromise hemostasis. - when dividing the tissue next to the clip, the length of remaining cuff must be equal to or greater than the diameter of the vessel. Dividing the tissue immediately next to the clip, or otherwise leaving a short inadequate cuff, may result in the clip slipping off the tissue, compromising hemostasis. - inspect the ligation site to ensure proper application and that hemostasis has been achieved. The date of this report as reported incorrectly on the initial medwatch and should be 06/02/2014 as reflected of this medwatch. This event reported three (3) clip appliers as suspect devices; therefore, this medwatch is associated with the following medwatches: 1320894-2014-00065, for lot number 1305201; 1320894-2014-00066, for lot number 1306031 - device #1; and, 1320894-2014-00067, for lot number 1306031 - device #2. The supplemental report for clip applier catalog number 530, lot number 130520, was incorrectly electronically submitted yesterday under medwatch number 1320894-2014-00066 (see attached file) and should have been submitted under medwatch number 1320894-2014-00065 as reflected in this submission.